Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A literature report noted an exchange was performed following laser assisted intrastromal corneal ring segments (icrs) implantation. A corneal infection was also noted. Visual acuity and refraction improved after exchange. Medical treatment was applied and no visual acuity loss was reported. There are three related reports for this literature report. This report addresses a case of intrastromal corneal segments rings exchange with corneal infection and other manufacturer reports will be filed.

Manufacturer narrative:
A review of the device history record could not be performed. This is clinical literature research. No further information can be obtained for the cases mentioned in the study. Not enough information was provided from the account to properly complete an investigation. The root cause could not be identified by the investigation. The manufacturer internal reference number is: (B)(4).